Event description:
Consumer stated she was using the gum sensitive clean toothbrush and lately while using the toothbrush it has caused her to gag and choke on the bristles, due to them shedding in her mouth while brushing. It also caused the bristles to get caught down her throat.